Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that his temporary device worked besides having pain the first two nights so he didn't use it much. The patient stated that after the temporary device was removed it doesn't seem like it's doing anything and not taking the pain away. The patient had adjusted a couple of times and was not happy with it. The patient reported getting into other medical problems like shoulder issues and was only in pain when walking around in the left leg, lower back and hip down the leg area. The shoulder issues started over a year ago and had cortisone shot one year ago. It didn't take the pain away but it took his mind off of it. Yesterday the patient just charged pack and was losing charge on it, uses 1 to 2 weeks. It never worked since implant. Additional information received from the consumer via the manufacturer representative reported that the trial wasn't long enough. The patient stated "I was in pain the first two days, but felt great the last two." The patient didn't feel that the trail was long enough to make a real decision. The patient reported that they had tried the implant for a year and got no relief and now want it out of their body. The patient had met several times for adjustments and nothing helped. The explant was going to happen on (B)(6) 2016. It was unknown if the issue was resolved at the time of the report. Further information from the representative reported that the patient was explanted and was doing well post op. The indications for use were chronic low back pain and spinal pain. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the device was functionally okay with insignificant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.